Event description:
During a remote follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.